Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia) / heavy menstrual bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test". The patient's medical history included pregnancy, miscarriage, polycystic ovarian syndrome, antiphospholipid syndrome, polymenorrhoea, constipation, iodine allergy, chronic cervicitis, uterine enlargement and pelvic adhesions. Previously administered products included for birth control: paragard iud from (B)(6)-2009 to (B)(6)2011; for allergy: penicillins; for an unreported indication: oral contraceptive from 1998 to 2009 and lodine. Concurrent conditions included genital bleeding, heartburn, right lower quadrant pain, appendectomy, pelvic adhesions, postoperative pain and chronic abdominal pain. Concomitant products included omeprazole for heartburn and metformin since 2008 for polycystic ovarian syndrome. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2012, the patient experienced nausea ("nausea"), 7 months 7 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6)2011 underwent ablation and total laparoscopic hysterectomy and lysis of extensive adhesions). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, menorrhagia, nausea, abdominal pain and dysmenorrhoea had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for pain and bleeding as discrepancy noted in date of essure confirmation test: (B)(6)2009 discrepant information regarding essure confirmation test-previously reported she did not go essure confirmation test and now in current pfs bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, pelvic pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: abdominal pain and dysmenorrhea (cramping). Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia) / heavy menstrual bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test". The patient's medical history included pregnancy, miscarriage, polycystic ovarian syndrome, antiphospholipid syndrome, polymenorrhoea, constipation, iodine allergy, chronic cervicitis, uterine enlargement and pelvic adhesions. Previously administered products included for birth control: paragard iud from (B)(6) 2009 to (B)(6) 2011; for allergy: penicillins; for an unreported indication: oral contraceptive from 1998 to 2009 and lodine. Concurrent conditions included genital bleeding, heartburn, right lower quadrant pain, appendectomy, pelvic adhesions, postoperative pain and abdominal pain. Concomitant products included omeprazole for heartburn and metformin since 2008 for polycystic ovarian syndrome. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced nausea ("nausea"), 7 months 7 days after insertion of essure. The patient was treated with surgery (on (B)(6) 2011 underwent ablation and total laparoscopic hysterectomy and lysis of extensive adhesions). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and nausea had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: menorrhagia, pelvic pain, nausea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs & mr was received- previously reported event ¿injury to herself¿ was replaced by ¿abnormal bleeding (vaginal)¿ new events ¿¿abnormal bleeding (menorrhagia), nausea, pelvic pain, device monitoring procedure not performed¿, new reporter,. Patient demographics,. Concomitant and historical condition ,concomitant and historical drug were added. Outcome of event ¿abnormal bleeding (menorrhagia) / heavy bleeding, nausea, pain/ pelvic area¿ updated to ¿recovered / resolved¿ incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.